Event description:
The customer contacted stryker to report that most of their device's buttons are functioning. Only the on/off button is functioning. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker troubleshot and verified the reported issue with the customer biomedical engineer. It was determined that the cause of the reported issue was due to a failed user interface pcb assembly. A replacement user interface pcb assembly was provided to the biomedical engineer to complete the device repair.

Event description:
The customer contacted stryker to report that most of their device's buttons are functioning. Only the on/off button is functioning. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker field service representative provided the customer with troubleshooting assistance. The customer informed stryker that they will be repairing the device themselves. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.